Event description:
It was reported that the patient underwent a posterior surgical procedure at l1-l3 to treat a traumatic injury to l2. It was reported that the setscrew of the connector broke during use. A new setscrew was used and the procedure was completed without further incident. It was reported that there was a post-operative infection. The surgeon didn't feel that the infection was related to the incident. Treatment was provided for the infection. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.